Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that when the cover was opened the magnet piece was found in the wire slot. When the magnet was cleaned and re-seated the issue was resolved. A system checkout was performed and hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the gantry of the imaging system was making noise while rotating and do not take 3d images. There was no patient present at the time of the issue.